Event description:
A malfunction was reported on the pump by the caller, and it was indicated that no significant events occurred prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level. The customer performed a reset on their own and, as a resolution, the pump was set to be replaced by cts.